Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer returned a document containing feedback from 3 nurses regarding recent vacutainer leaking events in the emergency department. This file pertains to the vacutainer continuing to leak after the blood tube was withdrawn from the device until the vacutainer was completely removed. There was no harm to the clinician or patient as a result of the leak.